Event description:
Procedure type: laparo rectum. According to the reporter: after firing, it was observed that the staples were malformed. A new instrument was used to complete the procedure. No bleeding occurred and no pt injury was reported. Pt's current status is well and no further info could be obtained.